Manufacturer narrative:
Concomitant medical product: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient experienced therapy problems that was clarified as a shocking sensation and a return of tremor. The patient was also wearing a microsoft imaginecare bracelet. When the bracelet was removed, the shocking sensation stopped. It is unknown when the issue began occurring. Please see report number 3004209178-2016-13183.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.